Manufacturer narrative:
(B)(4). Additional information received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Some un-formed staples. How was the bleeding controlled? Sutures. How much blood was lost (ml)? Not a lot. Did the patient require a transfusion? No transfusion. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an ileostomy reversal procedure, there was significant bleeding on either side of the small bowel transection when used with the blue cartridge. The surgeon sutured and bovied to complete the procedure. There were no adverse consequences for the patient. One device was discarded.